Manufacturer narrative:
This report is submitted on february 6, 2023.

Event description:
Per the clinic, the patient had a re-positioning of the receiver/stimulator on (B)(6) 2022 due to the migration of the receiver/stimulator which resulted in a clicking sound. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6), 2022. This report is submitted on (B)(6), 2023.